Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a driveline power fault alarm. Upon interrogation, it appeared the patient had an extended period of driveline disconnect from the pump between 0717 and 0718, with intermittent reconnections noted. Since then, the patient had on-going driveline power fault alarms, but no additional pump stops. An x-ray was planned. Log files were submitted for review and captured a driveline disconnect at 0717 on the morning of (B)(6) 2025. The pump was off for 5 seconds before being reconnected. A second driveline disconnect occurred at 0718 and lasted for 8 seconds before reconnection. A third driveline disconnect occurred following the previous one and lasted for 16 seconds before reconnection. Following the third driveline disconnect, the log began capturing driveline power fault alarms. There were no noted alarms prior to the disconnects. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit during this history. The patient's system controller and modular cable were exchanged however the alarms reoccurred on (B)(6) 2025. The patient insisted that the driveline was never disconnected, however it was noted they were not a reliable narrator. A second set of log files were submitted for review and continued to capture numerous driveline disconnect alarms and a recurrence of driveline power faults on the new equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops associated with driveline disconnect events as well as driveline power fault alarms; however, a specific cause for the driveline disconnections and the driveline power fault alarms could not be conclusively determined through this evaluation. Further, review of the submitted images confirmed superficial damage to the outer jacket of the patient¿s pump cable near the inline connector bend relief; however, a specific cause for the observed damage could not be conclusively determined. The submitted controller event log files collectively contained data from 12mar2025 through 14mar2025. Several pump stops lasting approximately 3-69 seconds in length associated with driveline disconnect events were captured on 13mar2025 and 14mar2025. The driveline disconnect events were associated with left ventricular assist device (lvad) off, low flow, and driveline disconnect alarms. Following the pump stops, the pump ramped back up to the fixed speed and resumed operation without issue unless interrupted by a consecutive driveline disconnect event. Additionally, driveline power fault alarms were observed on both 13mar2025 and 14mar2025, and the latter alarm was associated with power a broken faults, indicating a potential issue with power wire a. An additional pump stop that was not associated with a driveline disconnect was observed on 14mar2025 at 08:18:47. This pump stop resulted in drop in flow to 0 lpm as well as a low flow hazard alarm. Following the pump stop, the pump ramped back up to the set speed and resumed operation without issue. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, to date no further information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 6 of the IFU, patient care and management, and section 4 of the patient handbook, living with the heartmate 3, instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU entitled ¿equipment storage and care¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the driveline disconnect and driveline power fault alarms, as well as how to respond to each alarm condition. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.